Manufacturer narrative:
The reported event of accuracy issues was confirmed by a stryker employee who was attending the case. The log files and patient folder were reviewed. No product failure was found and there is no indication that the software did not perform as intended. The root cause of the event could not be determined.

Event description:
It was reported that during a surgical procedure, navigation became inaccurate on the y-axis, causing the operator to reregister the facemask. The system then became off on the z-axis when navigating a cavity. The accuracy was noted to be inaccurate by up to 1 centimeter. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a surgical procedure, navigation became inaccurate on the y-axis, causing the operator to reregister the facemask. The system then became off on the z-axis when navigating a cavity. The accuracy was noted to be inaccurate by up to 1 centimeter. No adverse consequences or procedural delays were reported with this event.